Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, she did not hear the high alert on the g5 mobile application. No additional event or patient information is available.